Event description:
On may 22, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Sensor replacement was first presented to the customer on 22 may 2025, day 92 after insertion. The in-house testing for the sensor did not reveal any issues with the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab or the failure is an intermittent electronic issue. Root cause of the sensor replacement alert was not apparent from the in vivo data since the user did not sync his data. No diagnostics logs are available for further analysis. The user's issue was most likely caused by an intermittent led short. The user was offered a sensor replacement as a resolution. The user was offered a sensor replacement as a resolution. B4.date of this report 19 august 2025. G3.date received by the manufacturer? 19 august 2025. H3. Device evaluated by manufacturer?yes . H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.